Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an error 46828 and error on connection between wireless and the device. It was an out of box failure. The product fault occurred upon opening. The event took place in the hospital, and the operator of the device was a field service engineer. It was not reported to FDA. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection did not note any anomalies. Service history identified there were no previous services of the device in the last 12 months. Functional testing was performed, and the reported issue was confirmed. The pump was determined to be at fault and was forwarded to the research and development team for further investigation. The cause of the error code was not determined.